Manufacturer narrative:
D4 : UDI : (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The customer reported a confirmed false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023. Confirmation pcr testing was performed on (B)(6) 2023 which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 : UDI :(B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m765121 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m765121, test base part number 192-430 / lot m765121. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m765121 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use, device discarded.

Event description:
The customer reported a confirmed false positive result with the ID now covid-19 2.0 test kit performed on (B)(6)2023. Confirmation pcr testing was performed on (B)(6)2023 which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a confirmed false positive result with the ID now covid-19 2.0 test kit performed on (B)(6)2023. Confirmation pcr testing was performed on (B)(6) 2023 which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information : h4 - device mfg date d4 : UDI : (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.